Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, mild tortuosity and 80% stenosis. The 2.5x20mm trek balloon dilatation catheter (bdc) was inflated 3 times and then ruptured at 12 atmospheres. Another same size balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.